Manufacturer narrative:
Pump received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer states that the damage occurs without any impact and reservoir part was displaced and customer states that insulin pump was not bumped or dropped. The device will be returned for analysis.